Event description:
The patient was treated in 1998 with bilateral gpi stimulation with a temporary improvement for one year followed by worsening of patient's symptoms, including gait disturbances and akinesia, for which anti-parkinson medication needed to be increased. Therefore patient received bilateral stn stimulation in 2000 with a good result. The pallidal electrodes were not removed, but disconnected. Patient has severe thoracolumbar kyphosis, for which patient receives physical therapy. Without hcp knowledge, the patient was subjected to bipolar high frequency ultrashortwave (usw) therapy at the level of the thoracolumbar rgion by the physical therapy department in the hospital, after patient was admitted in 2001 for medication adjustment. During the usw therapy the patient had a sudden change in mental status and neurological deficits. Neurological examination showed an aphasic patient not responding to comments with a right hemiplegia, eye deviation to the left and a babinsky sign. Brain CT scan showed metal artifacts because of the implants and increased stim artifacts around the tip of the electrodes. A cerebral angiogram was performed because of a suspected thromboembolic infarct, which showed no abnormalities. High dose IV corticosteroids were started. MRI of the brain 2 days later admitted to hospital showed reduction of the edema, with possible methemoglobin at the tip of the electrodes (left more than right). The patient's hemiplegia recovered, but the postictal course was complicated by several pneumonias (mrsa and pseudomonas). Curently, the patient is cachectic, somnolent with patient's eyes closed and an inability to voluntarily open the eyes, but patient's responses to commands are adequate. Patient has severe dysphagia (a gastrostomy is in place) and speech disturbances. The impedance of the electrodes are all within the normal range, except the left electrode contact #0, which is not measurable. The usw equipment is made by enraf-nonius delft, holland, model curapuls, operating frequency 27.12 mhz continuous or pulsing. A capacitive dipole field was used in this patient with electrodes placed in the high lumbar to low thoracic back region. Use of diathermy is listed as a precaution in the itrel physician and hospital manual, as well as the patient manual which is part of the product labeling. The hcp states the diathermy MFR clearly states in their manuals that this therapy is contra- indicated for all pts with implantable devices.